Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Robustness testing of the received o2 and air gas module has reproduced the described customer issue. The received log files confirm the reported event. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction between several parts within the o2 gas module which led to oscillations, thus affecting the amount of gas being delivered from the gas modules. The nozzle units in the gas modules are likely to have had a contributing effect to this behavior.

Event description:
It was reported that the o2 concentration was higher than the user set while the ventilator was connected to a patient. The received ventilator¿s logs also contained high pressure alarms. There was no patient harm. Manufacturer ref. #: (B)(4).